Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a revision surgery was performed due to a fractured roi-c anchoring plate. The surgeon decided not to remove the fractured roi-c plate; but instead, he opted to install an invizia plate over the whole construct.

Manufacturer narrative:
H6: additional method code: 4110. Additional information in d4: expiration date & UDI number, h4, and h6: component, investigation type, findings, and conclusions. Device evaluation: the device was not returned; however x-ray images were provided which show that the device has fractured. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to unknown patient or surgical factors. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge medical¿s control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that a revision surgery was performed due to a fractured roi-c anchoring plate. The surgeon decided not to remove the fractured roi-c plate; but instead, he opted to install an invizia plate over the whole construct.